Manufacturer narrative:
(B)(4). This report of damaged is not confirmed and the cause was not identified because the sample was not returned to baxter for evaluation.

Event description:
On (B)(6) 2012, product surveillance contacted the registered nurse (rn) regarding an unrelated alarm. During the conversation, the following information was reported. On (B)(6) 2012, the home patient (hp) was in the emergency room. The hp had peritonitis. On (B)(6) 2012, product surveillance spoke with the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event. The following information was reported. On (B)(6) 2012, the patient began automated peritoneal dialysis (apd). On an unreported date, the patient's father bent the transfer set. On an unreported date, a crack was found in the transfer set (lot number was unknown) near the titanium adapter. On (B)(6) 2012, the patient experienced pain and was brought to the emergency room (ER). On (B)(6) 2012, the patient was diagnosed with peritonitis manifested by pain and was admitted to the hospital for 24-hour peritonitis protocol. While hospitalized, the transfer set was replaced. The patient was treated with gentamicin and given peritoneal dialysis around the clock for 24 hours. On (B)(6) 2012, the patient was discharged from the hospital. Pd therapy was ongoing. At the time of this report, the peritonitis was resolving and patient's peritoneal effluent was clear. The pdrn stated the cause of peritonitis was either a result of the cracked transfer set or caused by the patient's medical history of chronic constipation. She stated based on the culture results, she believed the peritonitis was likely due to the patient's constipation because, the organism was from the gut. She stated, the peritonitis was not related to any of the patient's other disposables or the dianeal solution. The nurse stated the cracked transfer set was due to either the patient's father bending the transfer set or due to the placement of the titanium adapter.

Manufacturer narrative:
(B)(4). This complaint is against the transfer set, but the transfer set in use at the time of the incident was unknown. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. A follow-up report will be submitted if additional information becomes available.